Event description:
It was reported that the patient's system 'goes off all the time.' Additional information has been requested, but was not available as of the date of this report. Refer to MFR. Rep. # 3004209178-2012-03101.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v081129 implanted: (B)(6) 2008 explanted: na; programmer model 3037 serial# (B)(4).